Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition:pelvic inflammatory disease'), uterine infection ('uterine infection'), intestinal perforation ('perforation (other) please describe and state the location of the perforation:bowel perforation'), bladder perforation ('perforation (other) please describe and state the location of the perforation preformation bladder') and pelvic pain ('severe pain/ chronic pelvic pain') in a 26-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("joint ache/ hip pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating gastrointestinal or digestive system condition type: bloating"), mood swings ("hormonal changes describe: mood swings"), amenorrhoea ("amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes on elbows"), migraine ("migraine headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis"), cyst ("cysts"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), polyp ("polyp") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, intestinal perforation, bladder perforation, mood swings, amenorrhoea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, endometriosis, cyst, feeling abnormal, dysmenorrhoea, allergy to metals, dyspareunia, polyp, arthralgia and vulvovaginal pain outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, bladder perforation, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polyp, rash, urinary tract infection, uterine infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2013: the device was in place. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition:pelvic inflammatory disease'), uterine infection ('uterine infection'), intestinal perforation ('perforation (other) please describe and state the location of the perforation:bowel perforation'), bladder perforation ('perforation (other) please describe and state the location of the perforation bladder') and pelvic pain ('severe pain/ chronic pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("joint ache/ hip pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating gastrointestinal or digestive system condition type: bloating"), mood swings ("hormonal changes describe: mood swings"), amenorrhoea ("amenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes on elbows"), migraine ("migraine headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis"), cyst ("cysts"), feeling abnormal ("neurological conditions or problems type: brain fog"), allergy to metals ("nickel allergy"), polyp ("polyp") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, intestinal perforation, bladder perforation, mood swings, amenorrhoea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, endometriosis, cyst, feeling abnormal, dysmenorrhoea, allergy to metals, dyspareunia, polyp, arthralgia and vulvovaginal pain outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, bladder perforation, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polyp, rash, urinary tract infection, uterine infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2013: the device was in place. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Reporters information updated. Lot no. Were added. New event:hormonal changes describe: mood swings, amenorrhea, abnormal bleeding (vaginal) infection (bladder urinary tract/vaginal) type: uti, uterine infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: rashes on elbows, migraines / headaches, reproductive system disorder or condition type of disorder or condition pelvic inflammatory disease, endometriosis, cysts, neurological conditions or problems type: brain fog, dysmenorrhea (cramping), nickel allergy, , dyspareunia (painful sexual intercourse), pain, gastrointestinal or digestive system condition type: bloating, perforation (other) please describe and state the location of the perforation: bowel, perforation (other) please describe and state the location of the perforation: bladder,polyp, vaginal pain were added. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition:pelvic inflammatory disease'), uterine infection ('uterine infection'), intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel perforation'), bladder perforation ('perforation (other) please describe and state the location of the perforation bladder'), scar ('surgery (other) type of surgery: scar tissue removal surgery') and pelvic pain ('severe pain/ chronic pelvic pain') in a 26-year-old female patient who had essure (batch no. A36518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy menstrual bleeding"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("neurological conditions or problems type: brain fog") and rash papular ("rash re skin condition : tiny red bumps on elbows"). In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), endometriosis ("reproductive system disorder or condition type of disorder or condition :endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("joint ache/ hip pain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced cyst ("cysts") and polyp ("polyp"). In (B)(6) 2016, the patient experienced migraine ("migraine headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), scar (seriousness criterion medically significant), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("excessive abdominal bloating gastrointestinal or digestive system condition type: bloating"), amenorrhoea ("amenorrhea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes on elbows") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (surgery (other) type of surgery: scar tissue removal). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine infection, intestinal perforation, bladder perforation, scar, mood swings, amenorrhoea, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, endometriosis, cyst, feeling abnormal, dysmenorrhoea, allergy to metals, dyspareunia, polyp, arthralgia, vulvovaginal pain, weight increased and rash papular outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amenorrhoea, anxiety, arthralgia, back pain, bladder perforation, cyst, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, intestinal perforation, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polyp, rash, rash papular, scar, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed; on (B)(6) 2013: the device was in place; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Lab data added. Events ; surgery (other) type of surgery: scar tissue removal surgery, weight gain, rash re skin condition : tiny red bumps were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.